Manufacturer narrative:
Concomitant medical products: 0181 lead implanted: (B)(6) 2007, dtbb1d1 crt-d implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and oversensing noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.